Event description:
A battery exploded while the processor was being used. The battery got lodged in the battery frame.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.